Event description:
The customer reported that the paramedics were called due to his low blood glucose. The caller stated that he programmed more insulin than he needed, which cause his glucose level to drop. The customer also mentioned that the insulin pump was not recognizing the transmitter, and he has not worn the sensors for a while. Assisted the customer to check the settings and it appears to be correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.